Event description:
The reported event was observed on (B)(6) 2011 with several different reply dr devices (including a demo model) upon interrogation with programmer software version smartview 2.28j. The user observed a date mismatch on the programmer screen: the follow-up period displayed in "therapy history and data review from <date> to <date>" is not consistent with the actual statistics reset date and follow-up duration (1-day mismatch). Moreover, when follow-up duration is > 6 months, the displayed follow-up period "therapy history and data review from <date> to <date>" should be equal to 6 months; however durations > 6 months were observed (186 days ...).

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.